Manufacturer narrative:
This report is submitted on june 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the tip of the electrode array had migrated out of the cochlea subsequent to the patient sustaining a head trauma. The patient underwent revision surgery on (B)(6) 2018.